Event description:
The customer reported bellavista1000e us blower wont blow constantly. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was not returned for investigation at this time. The root cause of failure is not determinable. The exact issue is unclear and the customer did not provide any further details. The logs are not showing any technical failure related to blower failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.